Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer reported a flo-gard infusion pump which experienced an occlusion alarm during set-up. This condition may be a false occlusion alarm. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flogard infusion pump that experienced a false occlusion alarm was confirmed and reproduced during product evaluation; however, the cause of this condition was not identified. There were no repairs completed for this device as the customer did not approve repair estimate. Should additional information become available, a follow-up medwatch will be submitted. Additional info: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device was received by baxter on (B)(6) 2010.